Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned to take place at the end of (B)(4)2018.

Event description:
Device malfunction is suspected. No trauma has been reported. Re-implantation is scheduled for the last week in (B)(4).

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, as per information from the device explantation report there were four channels out of cochlea. A full insertion was achieved at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction was suspected. No trauma has been reported. The recipient has been re-implanted.